Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Six opened probes 4 without and 2 with tip protectors in trays with other items were received. Sample 1 was visually inspected and found to be nonconforming with orange/brown foreign material around the port face, inside the port and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area, cutting edge on the inner cutter. Sample 2 was visually inspected and found to be nonconforming with orange/brown foreign material on the welded cap, on the port face and inside the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. Bottom o-ring had outer diameter damage. Sample 3 was visually inspected and found to be nonconforming with orange/brown foreign material around the port face, inside the port and welded cap and white foreign material on the body needle. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area, cutting edge and several other areas along the inner cutter. Sample 4 was visually inspected and found to be nonconforming with orange/brown foreign material around the port face, inside the port and welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at bend area, cutting edge and several other areas along the inner cutter. Sample 5 was visually inspected and found to be nonconforming with orange/brown foreign material around the port face, inside the port and welded cap and needle bent. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at area that was bent, bend area, cutting edge and several locations along the inner cutter. Sample 6 was visually inspected and found to be nonconforming with orange/brown foreign material around the port face, inside the port and welded cap and needle bent. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter was observed to be bent. Gouge marks observed at area that was bent and bend area on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 1 and 4: the complaint evaluation confirms that probe had a cut failure. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the direction for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 2: based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, excessive material observed on the o-ring and cannot be ruled out for the actuation problem as reported. Sample 3: the complaint evaluation confirms that probe had a cut and actuation failure. The root cause for the poor cutting is the observed gouge marks. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample 5 and 6: the complaint evaluation confirms that probe had a cut failure. The root cause for the poor cutting is the observed gouge marks on the cutting edge, bent needle and bent inner cutter. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as it appears that the observed cut failure was due to excessive use of the probe by the user for samples 1 and 4, the observed cut and actuation failure was due to excessive use of the probe by the user for samples 3, and the observed cut failure, bent needle and bent inner cutter were due to excessive use of the probe by the user for samples 5 and 6. Sample 2 met all functional specifications; however, a non-conformance was completed for the damage observed on the o-ring. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that vitrectomy probe has poor cutting performance before the vitrectomy surgery. The surgery was completed on same day by replacing the product. There was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).